Event description:
The crew transported a respiratory distress/congestive heart failure patient that the crew wanted to place on bilevel positive airway pressure (bipap) with the revel ventilator. When turning on the ventilator, it alarmed on the display window "t-bat low," even though the batteries were charged the day prior with no use after the charging. When setting up the bipap mode, the ventilator's panel screen was black. Nothing was lit up except the first top bar. The remainder of the panel screen continued to stay black. The side battery was checked with full bars lit. The ventilator was turned off and then turned back on x 2 to reset, however, the full screen remained black after settings were adjusted. Unable to trigger a breath. (It was noted that the unit worked in "ventilator mode" o.k. There was no patient harm. Patient was given nebs and kept on a non-rebreather at 15 liters and the patient's oxygen saturation level remained in the 88-90s. After the event, a crew member contacted this facilities biomed team and troubleshooted the ventilator by telephone. The event could not be replicated. Biomed reported that the root cause of the event could be possible that the battery was not charged correctly or charger not seated fully. Action taken: the battery was charged after this event and the ventilator worked properly in all modes. The ventilator was placed back in service and the ventilator has worked with no problems since this event. Vent hours at 172.7.